Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the lowest blood glucose (bg) entered into the pump by the user on (B)(6)/2018 was 62 mg/dl. The user set a temporary basal rate of 50% after entering bg value of 62 mg/dl. There were no boluses delivered prior to the bg values being entered. The last cartridge change prior to the reported date of event was 07/08/2018. The depletion of the volume of insulin in the cartridge was reviewed and compared to the requested delivery. The pump depleted as expected based on basal rate settings and boluses requested by the user until reaching 20 units remaining and the user changed the cartridge. Complaint could not be confirmed. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40's (mg/dl). Bg level was treated by consuming carbohydrates and administering a glucagon shot. Reportedly, the customer alleged that the pump delivered too much insulin. Review of the pump data logs verified that a bolus of 3 units was delivered by the customer at 12:12 pm; however, the customer was unable to remember initiating the bolus request. No other fill tubing or bolus events were observed at the time of the reported event.